Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the vent valve is constantly staying open and the message " excess air in heat exchanger" is displayed. There were no reported patient complications resulting from the alleged issue.